Manufacturer narrative:
Lead migration was reported to abbott. The issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-04339. It was reported that the patient underwent surgical intervention to have their leads repositioned due to lead migration.